Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station did not dispense the key while trying to issue the medication. A technical support specialist assisted the user in adding the key directly to the profile, which was completed successfully, allowing both dispensing and return of the key for refrigerator medication, unable to determine why the key did not dispense during the initial workflow despite a configured key combination. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower failed to dispense the key while the user was trying to issue the medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.